Event description:
A health care professional reported that while loading into cartridge lens was floating up making it stuck when loading into patient's eye. Lens could not be load and likely to have scratch mark on lens from tip of injector. So, the surgeon did not use the lens. The procedure was completed on the same day using the backup lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 a sample was not received at the manufacturing site for evaluation for the report of a scratch on the lens from tip of the injector therefore, the condition of the product could not be verified. Unknown lot number: the reported product lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows product package. The reported issue was not confirmed from the photo review. Inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.